Event description:
It was reported the patient was admitted to the hospital after receiving multiple inappropriate shocks due to noise. Lead history showed fluctuating impedance values. During isometric testing, noise was reproducible. During replacement procedure, insulation damage was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.